Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the occluded posterior tibial artery. A 300cm straight tip v-14¿ controlwire® guide wire was advanced to the lesion. However, it was noted that the tip of the wire separated. The tip was pulled back into a collateral branch with the use of another wire. The detached tip was not removed from the patient. The procedure was completed with a different guide wire and the vessel flow was restored. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The device has the body kinked, the distal tip bent and distal tip partially detached (the fragment detached did not returned). Overall length, outer diameter (od) of distal tip, middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the occluded posterior tibial artery. A 300cm straight tip v-14¿ controlwire® guide wire was advanced to the lesion. However, it was noted that the tip of the wire separated. The tip was pulled back into a collateral branch with the use of another wire. The detached tip was not removed from the patient. The procedure was completed with a different guide wire and the vessel flow was restored. No further patient complications were reported and the patient's status was fine.